Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. After the first ntw was inserted and steered down to the valve, the grippers did not operate independently. One gripper was unable to lower. Troubleshooting was performed by cycling the lock. The clip was removed and replaced. One clip was implanted and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.